Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the clinical dir that the pt received low flow/pump stop alarms with power spikes in the 15-20 range. The pt also experienced approx 7 pi events, prior to pump speed decrease to 1300 rpms. The pt was then admitted to the ICU and continued to exhibit power spikes and pi events, subsequently the pump was exchanged.

Manufacturer narrative:
The device was successfully exchanged with another lvad. The pt remains ongoing on lvad support with no further issues. The explanted pump was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.